Manufacturer narrative:
The insulin pump passed displacement test, sleep current test and active current test. Unexpected battery power loss not confirmed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump won't start. The blood glucose level of the customer was unknown. The insulin pump will be returned for analysis.